Manufacturer narrative:
The customers submitted sample resulted as positive (2+ incompatible) with three submitted donor samples and invalid with one submitted donor sample due to a monolayer failure. Known anti-jkb positive and negative samples were crossmatched with the four submitted donor samples and the expected positive (3+) and negative results were obtained. The crossmatch assay was repeated three more times with the submitted sample; it was not possible to obtain a crossmatch result for sample (B)(4) with donor (B)(6) due to monolayer failures.

Event description:
A customer reported obtaining an unexpected negative reaction with the crossmatch assay with a known anti-jkb sample.